Manufacturer narrative:
One device was returned for analysis. Review of service history found device was in for service on 18-nov-2025 and it is related to the current complaint. Review of event log found error code 46828, confirming complaint. Visual and functional testing was performed. The main board was replaced. Device passed testing post repair.

Event description:
It was reported that the pump shows random error 46828 and will dump wireless settings. Both modules show full battery but shuts down after a few minutes. The event occurred during testing. There was no patient involvement.